Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated and became fractured. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture intra-operatively. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.